Event description:
Pt had "r c/s" done on 1/26/98. Placement of 10mm jp drain left in wound at this time (= 4" of drain). Pt returned to the or on 1/29/98 for removal of retained jp drain after attempt for d/c of drain.